Manufacturer narrative:
Remove MDR codes 213 and 4315.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly the customer administered a correction bolus via pump to address bg level and continued to use the pump for insulin therapy.